Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stops were confirmed via the submitted log files; however, a specific cause could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured 28 motor stopped stop events on (B)(6) 2020 while the patient was on both battery power and on the power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline. A driveline repair was performed on (B)(6) 2020. The driveline was returned in 2 portions: 12" distal end and an 8" portion. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. Tears in silicone jacket were observed 14" and 17" from the metal connector. The silicone sleeve was removed, and the examination of the bionate revealed a discoloration and minor kinking 12-14" from the connector. The bionate was removed which revealed minor breakdown throughout and major breakdown at 3" from the connector. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on heartmate ii lvas serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-03233. Additional log files were submitted and controller fault alarms were observed on (B)(6) 2020. The patient was hemodynamically stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stops were confirmed via the submitted log files; however, a specific cause could not be conclusively determined through this investigation. Multiple requests for additional information have been sent to the account; however, no response has been received. The submitted log file captured 28 motor stopped stop events on (B)(6) 2020 both while the patient was on battery and mobile power unit power. Based on previous complaint experience, the events captured in this log appear consistent with a potential driveline wire issue. Additional log file were submitted on (B)(6) 2020 prior to a driveline repair on (B)(6) 2020 at 11:00. The submitted log file captured one new motor stopped event was on (B)(6) 2020. An additional log file was submitted on (B)(6) 2020 reporting controller fault alarms. The submitted log file contained multiple replace controller faults on (B)(6) 2020. The pump speed was stable for the duration of the log file. The system appeared to function as intended. An additional log file was received on (B)(6) 2020, to assess the integrity of the driveline repair. The submitted log file contained a controller exchange at the beginning of the file. The remainder of the file was unremarkable. The pump speed was stable for the duration of the log file. The system appeared to function as intended. An additional log file was received on (B)(6) 2020, to assess the integrity of the driveline repair. The submitted log was unremarkable. The pump speed was stable for the duration of the log file. The system appeared to function as intended. X-ray images submitted which showed areas of potential breakdown of the metal braided shield. The patient received an external driveline repair on (B)(6) 2020. The reported pump stop events resolved. The removed portion of driveline was not returned for evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: concomitant device therapy date corrected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline failure. A log file was sent in for analysis, there were driveline faults on (B)(6) 2020 and pump stops on (B)(6) 2020. There was a driveline fracture that was confirmed through x-ray. A driveline repair was performed on (B)(6) 2020 with no issues. A log file was sent after the repair and found that the pump was operating normally and no driveline faults.